Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that during the set was not possible, also not without the insulin pump. The customer stated that insulin was dripping out of the insulin vial if they disconnected insulin vial and reservoir. The above mentioned problem had occurred with three sets. The customer's blood glucose was unk. Nothing further was reported.